Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with rifampin for 1 week while hospitalized (dose, route, and frequency not reported) and vancomycin for 3 weeks at home (intraperitoneally, dose and frequency not reported) and for peritonitis. At the time of report, the patient was discharged from the hospital and has recovered from the event. Dianeal therapy was ongoing. No additional information is available.